Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component issue. Field service engineer seated and secured all cables on device and checked all drawers for debris and cleared drawer. Additionally, the engineer examined all connections on the calm, sled, and power supply to address the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system multiple drawer failed. The customer reported that users were unable to remove medications from drawer while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.